Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified; deformation, weight within specification, wear abrasion. After autoclave cycle was identified: cloudy gel, voids between shell and gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.